Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump occlusion knob was stuck in the unoccluded position. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr removed the occlusion knob, cleaned and greased the knob and tested it to manufacturer's specifications. The unit was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.